Event description:
Caller states patient tested 3.9 inr on the coaguchek xs system while a professional coaguchek meter returned as 2.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system; product had previously been replaced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.